Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No frozen screen anomaly noted during testing. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer pressed buttons but no movement on the insulin pump and screen had frozen display. The customer¿s blood glucose was 137 mg/dl at the time of incident. The customer state that buttons not reacting to buttons press and no alarms occurred during or after the time that the buttons were not responding. Customer reports the screen was not completely blank. Customer reports the time clock did not advance. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.